Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device flipped and valve is sticking out".

Event description:
Healthcare professional reported unknown side "device flipped¿ and ¿the valve is sticking out from the patient breast¿. Device remains implanted.